Event description:
The manufacturer's representative reported that during a pump replacement, the hcp found that the catheter was completely out of the intrathecal space. The surgery was aborted as the pt had not consented to a catheter revision, only pump replacement. No pt symptoms or outcome were reported. The drug in the pt's pump is unk. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.